Event description:
It was reported that prior to starting a da vinci si surgical procedure, the wires of the fenestrated bipolar forceps instrument were broken and sticking out near the tip of instrument. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis observed that the pitch up cable was found to be frayed at the distal clevis hub. There was no damage to the conductor wire. The frayed strands stick out at the wrist. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable damage found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.